Event description:
Per the clinic, the patient experienced poor performance and pain with stimulation, resulting in the decision to explant. The device was explanted (B)(6) 2010. There are currently no plans to reimplant the patient with another device.the patient was previously implanted in the contralateral ear.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.